Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that she had tingling in her hands and feet, that she was sweating, and that she had been vomiting. She went to the hospital where she was diagnosed with diabetic ketoacidosis (dka). Her blood glucose at the time was 1200 mg/dl. She was treated with an insulin drip and injections. She was released from the hospital two days later. She also said that the cannula was kinked.